Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection. The patient was treated with antibiotics and the implantable cardiac monitor (icm) remains in use. No further patient complications have been reported as a result of this event.